Event description:
During surgery tip of timx screwdriver broke off in the head of the screw while tightening. Surgeon unable to retrieve tip because it was inside the screw. No adverse outcome to the pt.